Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7121 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that eleven weeks post implant the left ventricular (lv) lead exhibited increased and high thresholds. The lv lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.